Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the product was received in the returnkit container with an unknown liquid. Result: first we performed a visual inspection of the progav. A deformation of the outer housing of the valve was observed. This deformation was confirmed through a measurement of the plane parallelism. No deformations could be detected during the visual inspection of the shuntassistant. Next we tested the permeability, adjustability, as well as the brake functionality and brake force. Both valves operated as expected and met all specifications. Based on our investigation, we cannot confirm the suspicion of occlusion; but it does not rule out the possibility that flushed out deposits may have temporarily affected the valve in the past. Finally we have dismantled the valves. Inside the valves we found no deposits. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The valve was implanted on (B)(6) 2015. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided.